Manufacturer narrative:
(B)(6) the product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the tibial trial fractured during removal. All pieces were removed from the surgical site and no adverse events were reported as a result of this malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h4, h6, h11. Evaluation of the returned instrument confirmed the device was fractured and exhibited signs of repeated use. Dimensional analysis of the device determined that it was conforming to print specifications where measured. The device history records were reviewed and no discrepancies were identified. As the device has a potential field age of greater than fifteen (15) years with unknown usage, the root cause is attributed to normal wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.